Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the delivery wire was not returned. During visual inspection, the delivery wire was not returned. The main coil was in the returned stryker excelsior microcatheter. The stryker microcatheter was flushed and a 0.0158 patency mandrel was advanced, the coil was removed without any resistance. The distal tip was found to be intact. The main coil was kinked/bent. The functional test could not be carried out as the main coil was detached on return. The subject device failed to meet when received for complaint investigation based on the analyzed anomalies noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was returned for analysis and the main coil was found kinked/bent. Also, subject coil was noted to be prematurely detached inside the microcatheter. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the subject coil becoming kinked in the micro catheter and eventually detached when trying to remove. The event appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the coil (subject device) had prematurely detached/separated inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.